Event description:
The customer reported the generation of erroneously high patient results for creatinine (cre), phosphate (phos), iron (fe), glucose (glu), lipase (lipa), c-reactive protein (crp), alanine aminotransferase (alt), creatine kinase (ck) and vancomycin (vanc). There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective r1 syringe and wash syringe. The fse replaced the r1 syringe and wash syringe to resolve the issue. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case: (B)(4).